Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and severely calcified coronary artery. A 3.00 mm x 15 mm nc emerge balloon catheter was advanced for dilation. However, during second inflation at 12 atmospheres for 20 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications. Patient was in good condition.